Manufacturer narrative:
Vyaire file identification : (B)(4). A third party service technician evaluated the ventilator and replaced the oxygen blender.

Event description:
The customer reported that ltv 1200 is delivering high o2 (60% greater than 72%). At this time, there is no information regarding patient involvement associated with the reported event.